Event description:
Caller states the patient tested >8.0 inr on the coaguchek s system and 4.95 inr on a comparison lab. Coumadin was held 2 days based on lab result. No adverse event reported. Requested return of suspect system and replacement was sent.